Manufacturer narrative:
Initial report sent to FDA on 11/06/2009.

Event description:
Procedure: wedge resection. According to the reporter: the load was fired but only fired half-way and would not re-open. The surgeon placed another one under the original to cut the 1st one out. The case was delayed approximately 20-30 minutes.